Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl. The contact thought that the infusion set site was bad, but it was not confirmed. The pump supplies were changed and a correction bolus was delivered to address the bg level. Upon follow up, the contact reported that the bg level had decreased.